Event description:
Initially, the customer reported having unexplained high blood glucose of 227mg/d. The customer experienced nausea. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was performed and passed. A follow up was conducted, and found that the customer was hospitalized due to high blood glucose of 400mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.